Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. He visual inspection of the returned product noted the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing which included a post market vigilance instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. Connected the reload to the handle and the surgeon fired the device. However, a yellow small material appeared from the cartridge and was retrieved from the patient's cavity. At the next firing, connected another reload to the handle and the surgeon fired the device. However, another small yellow material appeared from the cartridge and was retrieved outside of the cavity. The yellow shipping wedges had been removed from both reloads before checking the jaws for opening / closing. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.